Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy the fourth band from the ligator head however, it would not deploy. The band was stuck on the ligator head and after several attempts they managed to push and release the band with water. It was reported that this event caused an extension to the procedure and that the patient was not under any anesthesia. The case was completed with this device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient information is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.